Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms that could not be cleared. The pump was not in extreme temperatures. The customer's blood glucose level was not impacted. Reportedly, the customer will administer manual injections for alternate insulin therapy.